Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. Additionally, the u612 inverting charge pump on the computer/analog pca was found to be defective. The root cause for the damaged connector was excessive force. The root cause for the defective u612 component could not be positively identified. Root cause investigation of similar failures has determined that damage to the electrode belt cables can cause damage to the u612 inverting charge pump. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that a patient was receiving a service code 204 (monitor unusable) and the monitor had a damaged case.